Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods, aligned reagent probe 2 (r2) and sample probe1 (s1) and then reran service methods, which passed. The cse ran comparison study for ca on four patient samples, which passed. The cse ran qc, which were within range. A siemens headquarter support center (hsc) reviewed the instrument files for the calcium method, which indicated that the event was related to a sample mix issue, o-cresolphthalein complexone reagent addition or possible calcium contamination. Four methods were impacted, which indicate that the event was not related to a reagent lot or material issue. There was no evidence provided to suggest an instrument malfunction. Hsc concluded the cause of discordant, falsely depressed alb, bun, ca and glu results on patient sample was sample specific. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed albumin (alb), blood urea nitrogen (bun), calcium (ca) and glucose (glu) results were obtained on a patient sample on a dimension vista 500 instrument (serial number (B)(4)). The discordant results were reported to the physician(s). For ca, the technician did not believe the initial falsely low result, therefore the sample was repeated on the original dimension vista instrument, resulting falsely low. The technician moved the ca sample to a new rack and reran it on the original dimension instrument. The new aliquot sample also resulted lower than initial result.. The patient was redrawn and the new sample was tested on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected results were reported to the physician(s). Additionally, the customer repeated both, original sample ((B)(6)) and the redraw sample ((B)(6)) on an alternate dimension vista instrument (serial number (B)(4)), resulting similar. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed results on multiple analytes.